Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer obtaining readings of 6 mmol/l, 4 mmol/l, and 'lo' (less than 2.2 mmol/l) on the sensor scan. Customer reported feeling unwell that night and continued to get low readings of 6 mmol/l and 4mmol/l and then self-presented to a hospital. Customer reported that while at the hospital, readings of 23 mmol/l, 23.7 mmol/l, and 35 mmol/l were obtained on an unspecified meter and that she was treated intravenous insulin (dose/type unknown). Customer was released from the hospital the same day and advised to monitor her blood glucose levels at home. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer obtaining readings of 6 mmol/l, 4 mmol/l, and 'lo' (less than 2.2 mmol/l) on the sensor scan. Customer reported feeling unwell that night and continued to get low readings of 6 mmol/l and 4mmol/l and then self-presented to a hospital. Customer reported that while at the hospital, readings of 23 mmol/l, 23.7 mmol/l, and 35 mmol/l were obtained on an unspecified meter and that she was treated intravenous insulin (dose/type unknown). Customer was released from the hospital the same day and advised to monitor her blood glucose levels at home. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.